Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization at the posterior communicating artery (pca) aneurysm, a galaxy g3 coil (glm920060, 30392250) was being used as a third coil, however, the coil became stuck inside the introducer. The complaint coil can pull down, but it was unable to move forward and got snaked, so it was removed from the patient¿s body. After that, a galaxy g3 mini (2x4) coil was used as a substitute of the complaint coil without any problem. A continuous flush was done. A sl10 exselsior microcatheter was used. No patient injury was reported. A target soft coil (4x15) and a targetultra coil (4x3) were used prior to the complaint device.

Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this medwatch: b4, b5, d9, e1, e2, e3, g3, g6, h2, h3 and h10. Section b5: additional information received clarified that the coil became stuck. The concomitant device did not kink or bend prior to the resistance or noted after removal from the patient. The replaced coil was a 2x4 galaxy g3 mini and it was used safely with the mc after the encountered resistance. There was no report of prolongation of the procedure due to the event. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization at the posterior communicating artery (pca) aneurysm, a galaxy g3 coil (glm920060, 30392250) was being used as a third coil, however, the coil became stuck inside the introducer. The complaint coil can pull down, but it was unable to move forward and got snaked, so it was removed from the patient¿s body. After that, a galaxy g3 mini (2x4) coil was used as a substitute of the complaint coil without any problem. A continuous flush was done. A sl10 exselsior microcatheter was used. No patient injury was reported. A target soft coil (4x15) and a targetultra coil (4x3) were used prior to the complaint device. Additional information received clarified that the coil became stuck. The concomitant device did not kink or bend prior to the resistance or noted after removal from the patient. The replaced coil (galaxy g3 mini (2x4) was used safely with the mc after the encountered resistance. There was no report of prolongation of the procedure due to the event. A non-sterile, galaxy g3 mini 2mm x 6cm was received inside of a pouch. The core wire was observed to be kinked at 61 inches from the proximal end. Under microscopic magnification, the embolic coil was noted to be protruding from the introducer, also the embolic coil was observed to be stretched portion inside the introducer. Due to the embolic coil being protruded from the introducer, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device 30392250 number, and no non-conformances related to the reported complaint condition were identified. The device was returned to cerenovus for further evaluation. Upon arrival, during the visual inspection, the core wire was observed to be kinked at 61 inches from the proximal end. Under microscopic inspection, the embolic coil was noted to be protruding from the introducer, also it was observed to have a stretched portion inside the introducer, next to the portion that was protruding from the introducer. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. The impeded condition experienced during the procedure could not be tested due to the conditions in which the embolic coil was returned. The customer complaint was confirmed based on the findings noted on the core wire and embolic coil. However, these damages are considered secondary to the impeded condition experienced during the procedure. The event description and device analysis do not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve, flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.